Event description:
The doctor had difficulty inserting the intra aortic balloon into the sheath on 5/28/98. After intra aortic balloon pump for six hours, small droplets of blood were noted in the helium tubing and pumping ceased immediately. The intra aortic balloon was removed and a second intra aortic balloon was inserted. Event complications: none from the event - reported 6/2/98. Pt's current status: unk - reported 6/2/98.

Manufacturer narrative:
Eval summary: eval: the iab received intact for eval with dried blood noted throughout the device. No kinks were noted within the catheter tubing or inner lumen. No leak was found in the inner lumen. Underwater leak testing revealed numerous leaks in the membrane surface. The primary balloon penetration which allowed blood to enter the device could not be located. Probable cause of difficulty: based on the poor condition of the returned iab, it was not possible to locate the primary penetration which allowed blood to enter the device. It is possible that the damage to the balloon membrane obscured the primary penetration. Even though there was no mention of balloon entrapment or removal difficulty on the returned paper work, the condition of the device is consistent with that of an iab in which the user did experience some problem during iab removal.